Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that right after the treatment was started, the drainage line became red. It was found that a part of the fiber was significantly red. The customer stopped using the device as it might have been leakage. No adverse effects on the patient occurred during patient use". (B)(4).

Manufacturer narrative:
The product was visually inspected in the laboratory of mcp, no abnormalities were detected. Afterwards the product was forwarded to the manufacturer with the following investigation outcome: the product was investigated by the manufacturer. The DHR review for lot 4-1204-h-01 showed no abnormality. One additional complaint was reported for lot number 4-1204-h-01 with a different failure. The integrity test of the provided sample showed a hole in one fiber. Most probable the membrane was damaged from the outside. Potential root cause for such kind of failure: high flow and / or pressure during preparation and use of product; particle contaminated priming solution. But finally the root cause could not be determined exactly. There is no information available reasonably indicating a general lot issue. Based on the above mentioned results the reported failure "leakage" could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).